Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens tore. There was pt contact but no injury to the eye.

Manufacturer narrative:
(B) (4). (B) (4).